Event description:
The intra-aortic balloon (iab) catheter balloon failed during insertion and placement into the descending aorta. The user attributed balloon failure to technique error during insertion. The iab catheter was removed and replaced with another insightra ultra iab catheter without problems. There was no injury reported and the pt's condition was satisfactory.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.